Manufacturer narrative:
The insulin pump passed self test, unexpected restart error test and displacement test. No alarm or unexpected restart alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer had experienced twice unexpected restart after battery change. Advised that the pump will need to be replaced. Customer declined troubleshooting for pump error alarm. The insulin pump will be returned for analysis.